Manufacturer narrative:
The device was not returned to the service hub, the customer did not respond to requests to send the pump back to the service hub for analysis and evaluation. Therefore, visual inspection and functional testing was not performed.

Manufacturer narrative:
Review of 12-month service history and event history/alarm logs: a review of the device 12-month service history was performed and no similar event was indicated. Self-test and visual inspect. Self-test passed. Visual inspection passed. Customer compliant wasn't confirmed that the device has any issues with not alarming for air in line. Duplicated the protocol that the customer ran the pump at and the volume to be infused (vtbi) on the device and found no issues. Performed the performance verification test (pvt) testing and device passed all tests. Probable cause is not found, no issues. Additional information in d9 date returned to mfg: 12/28/2022.

Manufacturer narrative:
The device is available for evaluation, however has not been received. Full product descriptions from the concomitant product section d: primary plum set, clave secondary port, clave y-site, secure lock, 103 inch with list number 146870489 and lot number 5849869 and a secondary set, secure lock, with IV set hanger, 34 inch with list number 142300490 and lot number 5785978.

Event description:
The event involved a plum 360 infusion pump where it was reported that the pump allowed air to go through the cassette without alarming. There was no air infused into the patient. The infusion was set up on the primary line and was infusing remicade. The infusion was started on (B)(6) 2022 with 250ml of fluid with a rate of 250 ml when the error occurred, and it was programmed as a multi-step with the 250 ml being the final step with no overfill programmed. About 2 ml of air was noted in the tubing set. It was further stated by the customer that the pump should have alarmed that the infusion was complete prior to the air getting through the cassette. The customer stated that there doesn't seem to be any issues with the tubing involved. There was patient involvement, however, there was no delay in critical therapy, no medical intervention required and no report of patient harm.